Event description:
It was reported in social media that the reporter's daughter had 15 grand mal seizures and continued focal seizures regardless of the magnet (swipe). Patient had the device removed as vns caused her a lot of discomfort in her chest and she had a hard time dealing with the strain it caused on her vocal cords. No other additional relevant information could be obtained.